Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed incorrect interpretation of signal causing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed incorrect interpretation of signal causing inappropriate shock on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: e3 healthcare provider was a nurse not a physician.

Manufacturer narrative:
Correction: serious injury missing on h6 coding.